Event description:
It was reported that last friday noticed that the recharger has a small square hole in the back of the case where the logo is located. When asked, caller said that they haven't noticed any changes in the functionality of the recharger. Caller to monitor and if notices any changes to the operation of the recharger to contact patient services. Caller also mentioned that about one month ago, they have noticed the implantable neurostimulator (ins) seems to discharge more erratically, and a few times the therapy has turned off. Reviewed general recharge information and caller confirmed that they understand and they haven't made any adjustments or changes to the recharge routine. Reviewed neurostimulator battery longevity and when asked, caller said that patient has not received any eri (elective replacement interval) message. When asked, caller said that the last time patient was at healthcare provider office, healthcare provider didn't check the internal battery. Caller asked if diagnostics tests could be run. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that cause was unknown, but attributed therapy to turning off due to depleted battery due to user error. They would continue to monitor.